Manufacturer narrative:
The initial MDR pertaining to file #(B)(4) was submitted under the incorrect division scope. The initial MDR should have been submitted under bpv division FDA rn #(B)(4), however, the initial emdr and supplemental emdr were submitted under bmd division FDA rn #(B)(4) instead. Reference FDA rn # (B)(4); MDR number 1018233-2020-02849. Initially submitted on (B)(6) 2020. This emdr under the correct division (bpv division), reflects the initial emdr submitted in the bmd scope. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 11/2022.

Event description:
It was reported that during testing of a feeding device prior to patient use, the balloon allegedly leaked saline fluid. Reportedly, the device was not used and the procedure was successfully performed with another device of the same kind. There a no patient contact.